Event description:
When trying to plug in myosure handpiece to fluent pump, the fluent pump wouldn't recognize the myosure handpiece. Needed to open a second handpiece, which worked without issue. Upon retrieving it from field it was noted to have damage near the plug. Room staff unsure when this appeared.